Manufacturer narrative:
Product analysis of fc-5-20-3d, lot# 224761470 ¿ damage location details: the axium prime coil was returned within its introducer sheath. However, the implant coil was returned deployed from introducer sheath. The introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. The pusher appeared to be separated at break indicator with the release wire extending out; along with the ai, coupler tube, positive load indicator were missing and not returned. Therefore, any contributing factors could not be assessed. In addition, the axium prime pushiwre was found to be bent at 28.3cm from broken end. The axium prime implant coil was found to be damaged and stretched. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretched¿ was confirmed as the axium prime implant coil was found stretched. Possible causes include lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance, or use of an incompatible catheter. The customer reported that the coil was prepared per the instructions for use. (Which includes implant coil hydration). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The continuous flush was administered during the procedure. Since the echelon micro catheter used in the event was not returned, any contribution of the micro catheter towards the ¿coil stretch¿ could not be assessed. Information regarding tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during reposit ioning, pushwire rotation, user advances the coil against resistance were not reported. Therefore, any contributing factors could not be assessed and the cause for the event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an axium coil being stretched. The patient was undergoing an anterior communicating aneurysm coiling case accessed through the left ica. "As per the measurement 5-20 fc coil has taken." It was reported that when deploying the coil the physician felt the coil had gotten detached as it was not pushing forward. Then he took the coil out and found the coil was stretched. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no friction or difficulty during testing or delivery observed. The continuous flush was administered during the procedure. The damage/stretched location was on the implant coil. The physician repositioned the coil two times during the procedure. Ancillary devices include a neuron max sheath, navien 6f b415106 guide catheter, echelon b358489microcatheter, and trxcess guidewire. Additional information was received that the cause of the stretched coil was not determined. There were no issues that resulted in the damage that was found.